Event description:
Permanent foreign body. Healthtronics amica microwave 16 g probe utilized for liver ablation. Within 10 seconds of inserting probe, the rib was encountered and probe pulled back. However, tip was noted to be dislodged.